Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from iqvia regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's pump stopped working after 2 years and the patient was suffering from painful muscle spasms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.